Manufacturer narrative:
The insulin pump was received with a blank display, and the problem was isolated to the lcd board. Analysis was unable to perform any test due to a blank display. The unit had a cracked reservoir tube lip, a cracked case near the display window corners, and a minor scratched display window.

Event description:
The customer called to report a blank display after inserting a new battery. The customer's blood glucose level was 137 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.